Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24884. Related manufacturer reference number: 2017865-2021-24885. It was reported that the patient presented for explant of the pulse generator, right atrial, and right ventricular leads due to a device pocket infection. The patient was ins stable condition.

Manufacturer narrative:
As received, the device was above eri level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.